Event description:
This pt is one of several pediatric/nicu pts who have experienced a broken filter tubing necessitating replacement while tubing is in use; in this case minor bleeding thru the tubing occurred but was discovered promptly. All involve the same product. There have been no serious effects but we have pulled tubing with a common lot number after discussing with the vendor rep.